Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area of the distal end was damaged, the luer-lock plug of the video cable section was damaged, and the cover glass of the insertion section contained residual liquid. Based on the results of the investigation, a probable root cause for the customer allegation could not be identified. Regarding the investigation findings a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported screen turns purple during inspection for use involving an olympus gynecologic laparoscope. There was no patient involvement reported.